Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of this event could not be confirmed based on the information available. Further information such as return of the device, operative reports and x-rays are needed to complete the investigation. If further information / device becomes available, this investigation will be re-opened.

Event description:
When torque was applied to the locking bolt, the bolt broke. No replacement device used.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded by user

Event description:
When torque was applied to the locking bolt, the bolt broke. No replacement device used.